Manufacturer narrative:
Method - device history record review. Results - a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions - based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, the most likely root causes of the event may be surgeon technique or patient related issues. (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) membrane, breakage of. Surgical incision, enlargement of. (B)(4). Lens work order search. A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. No conclusion can be drawn: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Medical review - a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Enlargement of an incision may cause induced astigmatism, however, it is dependent on the length of the incision. When a lens is removed, incision is usually enlarged to a length that would not create any serious injury. No conclusion can be drawn: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and noted a capsule tear in the patient's eye. The incision was enlarged to remove the lens and a different model lens was implanted, sutures were not required. The reporter stated the lens was damaged while removing from the eye. The reporter stated it was unknown if a vitrectomy was performed. The facility uses a competitor's phaco equipment.